Event description:
It was reported that the patient¿s blood glucose level rose to 20 mmol/l (360 mg/dl) between 37 and 48 hours of wearing the pod. The patient reported experiencing pain, redness, irritation, swelling, and a lump at the pod site, and were feeling a bit groggy. The patient went to the emergency room (ER) to seek medical attention. The patient was diagnosed with cellulitis and was treated with intravenous antibiotics. The patient was in the ER for approximately 2 to 3 hours. The pod had been removed prior to going to the ER, and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported pod site infection. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.